Manufacturer narrative:
Additional device product code: hrx. A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during an unknown surgery, the tip of a reamer irrigator aspirator (ria) drive shaft broke off. The surgeon stated that he may have pushed too hard. The damage item was noticed after it had been cleaned in sterile processing. Another drive shaft was used to complete the surgery. There was no surgical delay or any other ramification of the drive shaft breaking. Patient outcome is unknown. This report is for one (1) drive shaft. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 314.743; synthes lot: 9961622; supplier lot: 9961622; release to warehouse date: march 09, 2016; manufacturing site: synthes monument; supplier: criterion tool & die, inc. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device evaluation: investigation flow: broken. Visual inspection: the drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The rough, uneven break is located between 13.8mm from the distal edge of the drive shaft helix and the end of the device (calipers ca215p). The helix is intact and shows wear, consistent with use, along the outer surface. A piece of tape applied post manufacturing, likely in the field, was noted on the shaft of the device. The balance of the device shows surface wear consistent with use and which would not impact the functionality. It was determined that the received condition does agree with the complaint description. The specific circumstances at the time of the issue are unknown. Therefore, it cannot be definitively determined if external factors (use error, misuse/abuse, etc.) Impacted the complaint condition. Dimensional inspection: due to the missing portion, applicable measurements of the hexagonal tip could not be obtained. The shaft directly proximal to the break was inspected and measured 5.171mm which is confirmed to be within the specification of 5.18mm +/- 0.025 (5.205/5.155) per drawing (micrometers: om115p). The inner diameter at the fracture measured 3.77mm which is confirmed to be within the specification of 3.76mm +/-0.05 (3.71/3.81) per drawing (gage pins: gp29 and gp32). Document/specification review: the following drawings, reflecting the current and manufactured revision, were reviewed. Drive shaft assembly; ria and drive shaft; ria (component). During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The reamer/irrigator/aspirator (ria) technique guide addresses recommended use. Step 5 under ¿assembly,¿ states that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm is to be used. The technique guide also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. Step 2 under ¿reaming¿ describes the recommend use for reaming as follows; ¿begin reaming, using a gradual advance/retract technique. Slowly advance 20-30mm and then retract 50-80mm allowing the irrigation fluid to flow in front of the reamer head. Advance the assembly until resistance is felt, then repeat.¿ device history record review with material review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Conclusion: the complaint condition is confirmed as the drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The complaint condition is consistent with the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. It was reported that "the surgeon stated that he may have pushed too hard" which may have contributed to the breakage but could not be definitively determined. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.